Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. A search of the database revealed no training record for the user. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that a 6f angio-seal vip was deployed in the right common femoral artery (cfa) following a routine diagnostic cardiac catheterization. Hemostasis was not achieved and manual pressure was applied. Several minutes later. The patient had no pedal pulses. Fluoroscopy showed the cfa was completely blocked off. The blood flow was restored when the physician ballooned the cfa. The cine revealed the cfa was normal, healthy, and within all the parameters for the angio-seal usage. The patient was reported in good condition.